Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. On (B)(6) 2017: during follow-up, it was reported that the customer had not received any additional occlusion alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 347mg/dl. The customer changed their infusion set and delivered a bolus; the occlusion alarms continued. The customer went to the emergency room (ER) for the elevated bg level. While in the ER, the customer was treated with intravenous fluids with insulin. The customer was released approximately four hours later with a bg level of 89mg/dl and in a stable condition. During troubleshooting with tandem technical support, the pump performed as intended. It was reported that the cartridge with humalog was on the third day of use, cts informed the customer that humalog labeling indicates to change the cartridge every two days. The customer acknowledged and wished to continue using the same cartridge. The customer changed their infusion set site and delivered a bolus without an additional occlusion alarm occurring.